Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated the buddy wire was a prowater, and a csi viper was the wire used with phoenix atherectomy device. No tests/laboratory data was available. There is no serial number associated with this product; it is referenced by lot number. A 2.2 x 149cm phoenix catheter was used to successfully de-bulk the sfa, tpt and the peroneal. Upon removal from the body the device got stuck in the introducer sheath and excessive force was applied to the catheter to remove it. When the catheter was withdrawn from the sheath, the cutter head was missing. The physician had to use a snare to successfully retrieve the cutter head. The patient was successfully discharged the same day. The catheter was returned broken in two pieces with the distal cutter head assembly severed from the catheter about 4mm from the tip. Additionally, the introducer sheath (used in the procedure) was returned and was fully buckled on the distal end. The handle was returned fully functional. The build record for the catheter was reviewed and nothing noteworthy was seen in manufacturing during the review of the catheter lot history record (02101601). The catheter tip fracture was confirmed. The catheter was sent out for sem analysis. The sem report from exponent determined that the failure was entirely a tensile failure. To break the catheter outer shaft in this mode, the tensile force applied would have to exceed 15 lbf for the outer shaft which is the tensile load bearing component and > 10 lbf for the inner torque shaft/cutter assembly which is primarily in torsion load but can withstand tensile loads of 10 lbf and torsion loads of > 6 in-oz. The tensile specification for the catheter is 3.37 lbf. This failure requires a breakage of both the catheter outer shaft and the inner torque shaft. The torque shaft was broken at the end cap to adapter weld of the cutting assembly which fails at torque values exceeding 6 in-oz. The specification for this joint is 0.4in-oz. Excessive tensile force while encountering resistance is the probable root cause for this failure. When encountering extreme resistance (per the IFU) the user is instructed to stop and investigate the cause before proceeding. In this case the user pulled excessively (without assessing the cause of the resistance) until the catheter shaft broke. Evidence of this excessive force can be seen in the buckled tip of the introducer and the sem analysis of the catheter shaft fracture locations and the fact that the hypotube fracture did not show any elongation or "stretching" at the laser cut sections. The expert from exponent hypothesized that the tensile load applied by the device user was being absorbed by the buckling of the introducer sheath until the force applied reached the tensile threshold of > 10 lbf whereupon the catheter shaft and torque shaft broke [separated]. The volcano sales rep. Present at the case has been informed of this failure and what can be done to prevent this from occurring. I.e.: do not push or pull against extreme resistance as well as running the catheter into the sheath. This information will be conveyed to the site. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported that during a therapeutic sfa isr, tpt, peroneal procedure, the device tip broke [separated] during removal. The device had successfully performed two (2) long passes approximately 10 minutes. Flow improved. Upon removing the device while still turned on, facility noticed something still on wire as they advanced pta down wire to post dil [post-dilation]. Atherectomy was completed and tip separation occurred when device was being removed from body and it was being retrieved into sheath. The buddy wire (prowater) inserted into the pta to press against the device tip in order to transport proximally into sheath failed. A snare kit was then used successfully to remove the tip. Terumo 6f 45 pinnacle, csi viper (wire used with phoenix), prowater (buddy wire), p22149k. Patient was fine and calm at all times. Lesion - sfa isr, tpt, peroneal. Attempts to obtain patient identification have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report.